Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Tandem clinical diabetes specialist reported on 05/14/2018 that the customer had received another tandem pump and has had no further issues.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl. The customer alleged the pump was not delivering insulin. Insulin injections were administered. A pump system check was performed and no device issues were identified with the pump. The customer reverted to using insulin injections.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified. However, due to the cartridge not returning, the reported issue could not be verified and a different issue was identified.